Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 405 mg/dl. The customer stated that the alarm was resolved by an infusion set change, and she proceeded to resume the insulin pump's delivery. She declined to return the supplies for analysis and stated that she was able to get to the menu she needed before any troubleshooting procedure began. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.